Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two suturing devices. A bent blade was observed for instrument one. A needle was also found in the jaw of instrument one. Microscopic inspection did not identify witness marks on the needle. Under microscopic inspection, witness marks from the needle tip impacting the beveled wall were observed for instrument one. Sheering on the toggle switches was observed for instrument two. The needle was removed from instrument one. Since the blade was not able to be bent back into place without breaking the device, no functional tests could be performed on instrument one. Instrument two was loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle for instrument two. Product analysis suggests the product was used in a surgical procedure. The reported condition was not confirmed. Replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Results- excessive manipulation

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during an esophagectomy, when the needle was loaded the movement was not smooth when toggling the suture from side to side and then the needle fell off into the patients abdomen, the patient was unaffected. With the second unit the prongs on the tips of the device were bent and they did not go ahead and use this one at all . They then picked a third unit and it worked fine. It is indicated that the patient was unaffected and the issue was solved by opening a third unit which worked correctly.